Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had bent cannulas on their infusion set. The customer reported eight infusion sets with bent cannulas. Customer also reported having high blood glucose due to the bent cannulas. It was also found the customer's a1c also rose due to issues with their infusion sets. Customer also had issues with blood at site. The customer's blood glucose was unknown at the time of the call. No additional information provided.